Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose level was 491 mg/dl. An insulin injection was administered to treat the bg. Reportedly, the customer performed a supply change and resumed insulin therapy.